Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, in addition to b5, kink on the ultrasonic probe's cable section that may have leaked out the internal oil and unit failing to display ultrasound image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic probe defect which had cut on the cable causing water intrusion. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ultrasonic probe damage/cuts and twists in the probe cable and leakage issue could not be determined, however, the damage was likely due to user handling/mishandling. The event may be prevented by following the instructions for use which state: do not bend or hit the probe tip, insertion section, connection section, etc. With strong force. Do not kick, pull, twist, or drop it stomach. Damage to the device may result in injury to body cavities, burns, bleeding, perforation, or parts may fall off. Olympus will continue to monitor field performance for this device.